Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had e116 occurred during pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a faulty solid state drive. Additionally, the evaluation identified a reportable malfunction: a faulty solid state drive. A definitive root cause could not be identified. However, the investigation suggests that the startup error (e116) was likely caused by a solid state drive failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.